Event description:
The reporter states that he obtained the blood glucose comparison of 150 mg/dl, and 429 mg/dl on the accu-chek compact system. He states that he obtained additional blood glucose comparisons with results 115 mg/dl, 334 mg/dl, 220 mg/dl and 398 mg/dl on the accu-chek compact system. The results were obtained within 10 minute timeframe. No reported actions were taken. No adverse event reported. New system sent to customer and return requested.